Manufacturer narrative:
Info unavailable, device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, n/a; desufflation lever condition, conforming; inner gasket condition, nonconforming; latch condition,-; obturator condition, n/a; outer gasket condition, nonconforming; reset button condition, n/a; sleeve condition, nonconforming; stopcock condition, closed and trocar condition, n/a. Functional tests & results: does safety shield retract, n/a; flapper door functional, conforming and lockout functional. Analysis conclusion: based upon the visual inspection it was confirmed that the inner gasket had separated from the sleeve, and was returned with the device. No conclusion could be reached as to how this had occurred. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the white gasket on the internal opening of the trocar came loose from the trocar and fell into the pt. It was retrieved without difficulty and the case continued. There was no reported consequence to the pt.